Event description:
It was reported that an x ray determined that the patient's spinal cord stimulation leads had migrated. The lead migration caused the patient to experience inadequate stimulation in the incorrect area. Reprogramming was attempted but was not successful. As a result of the unsuccessful reprogramming attempt, the patient underwent a surgical procedure where two leads were explanted. The patient was stable post operatively. The explanted leads will not be returned for analysis as the hospital has not released them.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-50. Serial: (B)(4). Batch: 5036575.